Manufacturer narrative:
(B) (4) an on-site investigation was conducted at the facility on (B) (6) 2010. The following pump event histories were downloaded as suspect pumps: (2m8163, (B) (4)), (2m8163, (B) (4)) and (2m8163, (B) (4)). Baxter's technologist downloaded the event history of the device with (B) (4) which had channel c labeled with levophed. The download started on december 16, 2009 at 3:51. There was no data from (B) (6) 2009 remaining in this pump. Failure code 12:303 occurred on (B) (6) 2009 and this was caused by the bio-med not using the correct download cable and correct download software (this was confirmed with the facility representative. It appeared that continued use of the pump and the biomed's testing pushed out the log the events recorded on (B) (6) 2009 (of the 1000 events in the log, 725 were related to the continued use on (B) (6) 2009 and (B) (6) 2009 and 275 related to biomed testing). In the pump's guardian setting there were two entries for norepinephrine: "norepinephrine" set to mcg/min (weight is not used in this mode) "norepinepi" ohs set to mcg/kg/min (weight is used in this mode) the guardian mode of mcg/min which can be seen in the event history (39 down arrow presses) was viewed by the user on (B) (6) 2009 but the user switched to dose mode and 124 was properly entered into the lb field. The facility representative communicated that he wanted ohs (open heart surgery) to use the "norepinepi ohs" rather than the "norepinephrine". The "norepinepi ohs" is set to mcg/kg/min. The team observed that the non-ohs guardian "norepinephrine" in mcg/min was used on (B) (6) 2009 and was changed to dose mode mcg/kg/min (it was felt by the facility personnel present they should use the guardian rather than exit to dose mode). The facility representative asked if the baxter team could download the data from the other two pumps. Both of these pumps had data from (B) (6) 2009 but neither indicated a levophed guardian programming where the weight was incorrectly (or correctly) entered. The baxter technologist then proceeded with downloading the event history of the other two pumps presented for evaluation. The preliminary analysis of event history from all three pumps did not show the misprogramming where 124 was entered into the kg field. The nurse at the facility explained that during the event another nurse was performing a titration and discovered the misprogramming, this nurse was made aware of the misprogramming by the weight discrepancy warning displayed by the pump. The baxter team entered the possible misprogramming for purposes of discussion and showed to the facility nurse: on channel c 124 was entered as kg, and the rate was calculated to 3.5 ml/hour. (B) (6) saw the 3.5 and (B) (6) recalls that the infusion ran on 3.5 for "days" note: the event history on all three pumps was checked and 3.5 ml/hr was not found and on the event pump, noting that the event data for the (B) (6) date was previously pushed out of the memory. Lastly, the baxter team showed the facility representative that if channel a was programmed to 124 lbs and channel c was programmed to 124 kg that a weight mismatch would be warned on the screen. This mismatch could be acknowledged and the event history would record "weight discrepancy ack". Note: this warning was not found in any of the three event histories. The pump passed the power on self-test and keypad test. The pump ((B) (4)) time and date are correct. Event history was reviewed. Not able to confirm the reported condition the events were pushed out of the history due to continued use.

Event description:
The facility initially originally reported an infusion pump with a malfunction of "the nurse inadvertently put in pounds instead of kilos". Additional information was received from the facility noting that the patient was admitted into the hospital on (B) (6) 2009 for an aortic value replacement, coronary bypass graph (x2), and mitral value replacement. In addition, the patient also had lupus and sjogren syndrome. During the surgery, there was complications of hypotension which required multiple pressors upon arrival, it is unknown if it was upon arrival to the operating room (or) or pacu. Prior to the reported incident, the patient required intravenous milrinone, epinephrine, levophed, insulin, vasopressin, and multiple blood products. According to the hospital's investigation, the patient was in critical condition prior to the event. The patient was connected to a triple channel colleague infusion pump where she was being delivered several drugs at the time of the event. It is unknown which pump was being used. The nurse was programming the pump in the guardian software, where the nurse inadvertently entered the patient's weight as (B) (6) into the device instead of the correct weight as (B) (6) pounds. The drug that is suspected to have been over infused is the generic brand of levophed (norepinephrine); the other drugs that were being infused are unknown at this time. The drug was infused for approximately 7 hours with a volume of 10.5 but it is unknown how large of a bag patient was infused with. The night nurse discovered the over infusion on (B) (6) 2009 at approximately 7:15 p.m. At the time of the incident, there were two colleague infusion pumps in the room, at this time it is unknown which pump the over infusion occurred on. The patient passed away on (B) (6) 2009. An onsite investigation was performed. Pump with (B) (4) had software (B) (4) which is categorized as unremediated.